Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant in 2012.). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vulvovaginal pain, dyspareunia, abdominal pain, vulvovaginal pain, painful defaecation, dysuria, cramp in lower abdomen, arthralgia, bleeding menstrual heavy, adenomyosis, nabothian cyst, chest pain, abdominal pain, shortness of breath, weight gain, polyarthropathy, pleural effusion, renal calculi, bloating, migraine and obesity. Concomitant products included tramadol. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and dyschezia ("pain with bowel movements"). In (B)(6) 2005, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on 16-jan-2013. At the time of the report, the pelvic pain, endometriosis, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the dyspareunia, dyschezia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, dyschezia, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Reporter¿s information was updated. Date of implant was updated. Events added per pfs: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia),dysmenorrhea, dyspareunia, pain with bowel movements, abdominal pain lower. Updated onset date and outcome of events (dysmenorrhea, dyspareunia, abdominal pain lower). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.